Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no material number, sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported that the unspecified bd introsyte introducer experienced 2 cases of device damage/deformation while still considered operable and 1 case of the sheath not splitting as intended. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via introsyte introducer survey that the clinician experienced introducer breakage / defective or damaged introducer, introducer was difficult to thread, hematoma, splittable sheath did not completely separate / introducer did not peel apart correctly and introducer difficult to remove from vein.

Event description:
It was reported that the unspecified bd introsyte introducer experienced 2 cases of device damage/deformation while still considered operable and 1 case of the sheath not splitting as intended. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via introsyte introducer survey that the clinician experienced introducer breakage / defective or damaged introducer, introducer was difficult to thread, hematoma, splittable sheath did not completely separate / introducer did not peel apart correctly and introducer difficult to remove from vein.

Manufacturer narrative:
H: no. Of events summarized: 3.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd introsyte introducer experienced 2 cases of device damage/deformation while still considered operable and 1 case of the sheath not splitting as intended. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via introsyte introducer survey that the clinician experienced introducer breakage / defective or damaged introducer, introducer was difficult to thread, hematoma, splittable sheath did not completely separate / introducer did not peel apart correctly and introducer difficult to remove from vein.